Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.8 inr. Pt test result on an unspecified reference instrument was 3.4 inr. Pt's therapeutic range: 3.2 - 3.8 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # was not provided by the customer. Method: no current complaint trends identified for this product and issue. Itc has requested all data required for form 3500a.